Event description:
Customer reported an intermittent saturation fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray regulator and generator driver pcbs. System operates as intended.